Event description:
The customer reported that a patient complained of burning eyes at the end of his continuous mononuclear cell (cmnc) collection. The nurse stated that his eyes did look a little swollen, with no redness or tearing. This was the second day of collection. The customer stated he had also collected for car-t a while back. He was treated with 50mg IV piggyback, per physician order and the patient's vital signs were reported as normal and is listed as outpatient. The customer declined to provide the patient identifier. The disposable set is not available for return because they were able to continue the procedure.

Manufacturer narrative:
Investigation: per protocol, zarxio 1260mcg subq given prior to collection, calcium drip started w/ start of collection, magnesium chloride 192mg po and calcium carbonate 1000mg po given at 11:30am, tylenol 650, zyrtec 10mg (both given at 12:12pm). Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that a patient complained of burning eyes at the end of his continuous mononuclear cell (cmnc) collection. The nurse stated that his eyes did look a little swollen, with no redness or tearing. This was the second day of collection. The customer stated he had also collected for car-t a while back. He was treated with 50mg IV piggyback, per physician order and the patient's vital signs were reported as normal and is listed as outpatient. The customer declined to provide the patient identifier. The disposable set is not available for return because they were able to continue the procedure.

Manufacturer narrative:
Investigation: per protocol, zarxio 1260mcg subq given prior to collection, calcium drip started w/ start of collection, magnesium chloride 192mg po and calcium carbonate 1000mg po given at 11:30am, tylenol 650, zyrtec 10mg (both given at 12:12pm). A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with diphenhydramine administered through an IV. Root cause: a definitive root cause for the patient's reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include but are not limited to patient sensitivity to eto.